Manufacturer narrative:
This programmer will be returned for repair. At this time there is no additional information. Should additional information become available, this report will be updated.

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, analysis confirmed the pcb was burnt down. The pcb was exchanged, and the problem was solved. The paper jam, however, could not be reproduced.

Event description:
Boston scientific received information that during an implant procedure, this programmer emitted a smell of burning plastic. The programmer was operating fine, but it appeared there was a paper jam. There were no adverse patient effects reported.